Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During installation of the device for future use for cardiopulmonary bypass procedures, the pump system did not respond properly to safety sensor signals. When pump stop signals were sent from the safety sensors, the pump did not stop. There was no adverse consequence to a pt as a result of this event.